Event description:
A malfunction was reported by the caller regarding the tandem pump, indicating a device malfunction. The customer's blood glucose level was not impacted by the malfunction alarm. The pump was reset with guidance from customer support, allowing continued use of the pump.